Event description:
Pt reporting last night pump (B)(4) would not start after loading. Pump would revert back to setup after going through loading process. Thought maybe the internal battery had died and settings were erased. Pt said he did get the push rod error so he went through the loading process again but didn't fill cannula this time. Pt tried setup one more time. New pump being sent. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Reported to (B)(6) by pt/caregiver. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.